Manufacturer narrative:
Batch review performed on 24 july 2020: lot 162968: (B)(4) items manufactured and released on 06-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 lot. 162360 (k072857). Batch review performed on 24 july 2020: lot 162360: (B)(4) items manufactured and released on 26-jul-2016. Expiration date: 2021-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: bipolar head 25060.2845 bipolar head ø28x45 lot. 161084 (k091967). Batch review performed on 24 july 2020: lot 161084: (B)(4) items manufactured and released on 24-may-2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the bipolar hip components to total hip components 3 years and 8 months after primary. The surgery was completed successfully.